Event description:
It was reported that, during an cervical ablation procedure, the patient with this cardiac resynchronization therapy defibrillator (crt-d) felt a shock. It was noted that the magnet was not use due to the patient is pacemaker dependent. A request of the device data was made. Additional information received indicated that the crt-d delivered an inappropriate electric shock due to radio frequency ablation. At this time the product remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that, during a cervical ablation procedure, the patient with this cardiac resynchronization therapy defibrillator (crt-d) felt a shock. It was noted that the magnet was not used due to the patient being pacemaker-dependent. A request for the device data was made. At this time the product remains in service and no additional adverse patient effects were reported.